Manufacturer narrative:
The device is expected to be returned however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer indicated that blood glucose level would be impacted, as the customer did not have alternate insulin therapy available.